Event description:
The complainant reported the pt had undergone a therapeutic enteryx procedure in 2004. About one week following the procedure the pt experienced dysphagia. In about 2 weeks the pt experienced one episode of hematemesis (a small amount). A diagnostic egd was perfromed 2 days later, which revealed a deep ulcer (measuring 1.5 -2 cm in size) in the 3 o'clock position, with the enteryx biopolymer exuding from it. The physician removed as much as possible of the enteryx material from the area. The pt's condition has now been reported as fine.